Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that the pump disconnected itself at the quick release (glue plug detachment) and the adhesive path that was around fell out. Reportedly, she disinfected by alcohol and waited till it got dry. This issue occurred with 6 infusion sets. No further information available.